Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced circulation pump and now the arctic sun device would not fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per follow up information received via task on 19aug2025, they were able to make the repair themself by replacing the diaphragm valve plate assembly in the circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced circulation pump and now the arctic sun device would not fill. Per follow up information received via task on 19aug2025, they were able to make the repair themself by replacing the diaphragm valve plate assembly in the circulation pump.